Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 548 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 430 mg/dl. The customer reported that the device was exposed to insulin. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 548 mg/dl. The customer was treated for high blood glucose with injection. Customer declined to troubleshoot for high blood glucose because he knows why.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to motor error. Unable to confirm motor position encoder error alarm due to erased history file. No traces of moisture were noted at the electronic assemblies per our visual inspection. The insulin pump was received with minor scratches on the lcd window.